Event description:
Champion-af study. It was reported that the patient experienced a cerebral vascular accident. Prior to the procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 23.0 mm. There were no patient complications that were reported to have occurred. The patient was discharged on aspirin (81mg/day) and apixaban (10mg/day). 517 days post procedure, the patient presented to the emergency department with the complaint of a single episode of near syncope that occurred prior to arrival. In the emergency department, the patient stated that while doing yard work, they felt dizzy and nearly fell however caught themselves with their right elbow and hit the top of their head. The patient also reported nausea, generalized weakness and dizziness. At the time of this event, the patient was on aspirin (81 mg/day). Review of systems was positive for abrasions on skin, near syncope, nausea, and dizziness. The patient was also found to be hypertensive. On physical examination, the patient was alert and in no acute distress. No focal neurological deficit was noted. Abrasion was noted in right extensor elbow with bleeding and bruising. EKG revealed atrial fibrillation with no st elevation or depression. The same day, chest x-ray revealed no acute abnormality. Additionally, xray of right elbow revealed osteoarthritis with no acute osseous abnormality. CT of the brain without contrast revealed an interval chronic cortical infarct of the pre-motor left frontal lobe and inferior left cerebellar hemisphere. There was minimal cortical atrophy. There was no extra axial fluid collections and fracture of the cranium. There was no acute cortical infarct, hemorrhage or intra axial mass. The patient was given a full dose of aspirin (325mg). One day later the patient was hospitalized for further treatment and evaluation. MRI of the brain with and without contrast revealed a subtle minute cortical infarct of the right superior vermis. There was a subacute infarct of the premotor left frontal lobe with gyri form enhancement. There was no enhanced intraparenchymal mass. Minimal subcortical gliosis was present. On the same day, cta of head with contrast revealed no hemodynamically significant stenosis of vertebrobasilar or intracranial carotid arteries. Dominant right vertebral artery noted. Flow specifically in the proximal superior cerebella arteries was noted. There was hypoperfusion of the left precentral middle cerebral artery branch. There was no enhanced intraparenchymal or leptomeningeal abnormality. Anterior communicating artery was patent. Cta of the neck with contrast revealed atheromatous plaquing of the carotid bifurcations, the internal carotid arteries were retropharyngeal in position. There was a 40% narrowing of the proximal right internal carotid artery. A subtle kink was suspected in the proximal 2nd segment. No hemodynamically significant stenosis of the left common/ internal carotid artery was noted. The transcervical vertebral arteries were patent with a dominant right. Stenosis was suspected at the origin of the left. Multilevel discogenic disease with ankylosis of c2-c4 and degenerative change of c5-c6 and c6-c7 disc spaces were present. Echocardiogram revealed mild left ventricular hypertrophy with ejection fraction of 55% to 60%. Aortic valve sclerosis noted without stenosis. No evidence of regional wall motion abnormalities, patent foramen ovale and interatrial shunt noted. The patient was diagnosed with an acute cerebrovascular accident (cva). Two days after the onset of this event the patient was started on eliquis for the embolic event. The patient was continued to be monitored overnight. The next day, the outcome of the event was considered to be resolved and the patient was discharged home on aspirin and eliquis.